Manufacturer narrative:
In response to FDA report number: mw5085522. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "my first saline allergan implant leaked within four years." This record is for an unknown side. Device has been explanted.